Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient was having inconsistent relief of symptoms since implant, which was on (B)(6) 2016. On (B)(6) 2016 the patient noticed therapy and the implantable neurostimulator (ins) was not working well. The day after, the ins was off. The patient was not sure how it got turned off. There was a loss of therapy. It was turned back on and changed to program 2. It was noted that the patient was not programed with four programs, but only two, and wanted four programs. The patient was instructed to change programs when needed. She was currently on program 2 at 2.3v. She was told not to increase stimulation; instead the patient was instructed to change programs. During the call the patient changed to program 1. It was noted that the patient wanted the buttons to be different colors. She could not see which button was on or off. The patient was advised to get instructions from the doctor or manufacturing representative (rep) on what program she should be on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.